Event description:
It was reported by the user site that during an eviva procedure on (B)(6) 2025, "the tip of the eviva needle bent during a procedure. The radiologists were done with the procedure and when they were taking the needle out the patient said "ouch" they got the needle out and it was bent." It is reported that the procedure was successfully completed with the same device, no patient/user harm was reported and no medical or surgical intervention was required. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.